Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they had absence of no delivery alarm. The customer's blood glucose level at the time of hospitalization was 600mg/dl. The customer treated with manual injections. Troubleshoot was conducted and the device did not alarm when tested. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The no delivery alarm functioned properly. The insulin pump was received with cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.